Manufacturer narrative:
Concomitant medical products: 5524m lead, implanted (B)(6) 1999.

Event description:
It was reported that the right ventricular (rv) and left ventricular (lv) leads had exhibited high impedance resulting in polarity switches. The patient was also experiencing diaphragmatic stimulation from the lv lead. The lv lead was explanted and replaced while the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.